Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited some signals looked like oversensing, which was suspected to be caused by the patient may have been lifting some weights. Further testing in the clinic was recommended. Currently, this ICD remains in service and no adverse patient effects were reported.